Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was revealed that the patient's pacemaker was inappropriately in backup operation due to an unidentified cause. It was further reported that the patient left against medical advice prior to intervention being performed. There were no patient consequences.